Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. Unable to perform functional tests including displacement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump was beeping just got blank screen, white screen that keeps flashing. The customer's blood glucose level was 87 mg/dl and 89 mg/dl at the time of incident. Customer reports display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.